Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective plunger was found before use with a syringe 0.5 ml 29ga 12.7 mm. The following information was provided by the initial reporter, "defect plunger."

Event description:
It was reported that a defective plunger was found before use with a syringe 0.5ml 29ga 12.7mm. The following information was provided by the initial reporter, "defect plunger".

Manufacturer narrative:
Investigation summary: customer returned photos of a syringe with the blister pack from lot # 8211735. Customer states that the plunger is defective. The photos were examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 8211735. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). As per investigation completed by manufacturing, "on 02aug2019, holdrege received a complaint, via pictures, for material 324892, batch 8211735. Visual inspection of the pictures shows the syringe from three different angles. The stopper is smeared against the side of the plunger. The tip of the plunger looks intact and undamaged. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches for this issue during the production of this syringe. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."